Event description:
It was reported that the patient underwent a procedure at l4-l5 via tlif to treat lumbar canal stenosis and lumbar disc herniation. It was reported that erosion seemed to have occurred between l4 and l5. The patient is asymptomatic. No revision surgery is under consideration at this moment. No bone fusion occurred.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation. A lateral CT reconstruction verifies l4-5 tlif. Erosion of endplates above and below spacer is noted with both scalloping and erosion of supporting bone.